Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact . There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up# 1 6/13/2012 device evaluation the insulin pump has been returned and evaluated by product analysis on 05/14/2012 with the following findings: investigation revealed that there was damaged to the keypad. There is a hole in the ok button and the button contact is exposed. Testing confirmed the keypad buttons had intermittent responses when pressed, requiring multiple presses with excessive force to evoke a response. The keypad buttons do not have normal spring back or click. The keypad was removed for investigation and revealed contamination under the contacts of all the buttons and all the buttons contacts were inverted. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.